Event description:
Patient brought to the ep [electrophysiology] lab for afib [atrial fibrillation] ablation. While trying to introduce the ablation catheter, it was noted to be difficult. When catheter was removed, it was noted to have a bend in the catheter which prevented from advancing the catheter. Catheter was replaced with a new catheter. Procedure was completed with no issued noted. Pt taken to pacu [post-anesthesia care unit] for recovery and discharged home same day.